Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was unable to fire device and unable to press the green button. Accordingly, while pulling back on black knobs to open 60 black, reload jaws seemed to hyper extend open. Meanwhile, the metal piece seemed to spring off the handle. The green button then recessed into the handle and could not be pressed. Broken piece was tapped to box. They opened new handle and stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was unable to fire device and unable to press the green button. Accordingly, while pulling back on black knobs to open 60 black, reload jaws seemed to hyper extend open. Meanwhile, the metal piece seemed to spring off the handle. The green button then recessed into the handle and could not be pressed. Broken pieces was tapped to box, it was confirmed that the device component fell off however did not fall into cavity, but patient had to was x-ray as a safety precaution. They opened new handle and stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was fractured. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed secondary damage was misuse of the product. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.